Event description:
It was reported that the patient presented for a device change out procedure. Upon review, the right ventricle lead exhibited noise. During device change out procedure it was noted that the right ventricle lead exhibited insulation breach and exuded liquid when lightly pressed. Additionally, it was noted that the suture sleeve was not used correctly, and the suture was tied directly onto the lead and some insulation damage was found. The lead breach¿s were repaired with silicon glue and a small silicon tube during the device change out procedure on (B)(6) 2021. Patient was stable.